Manufacturer narrative:
(B)(4). A direct correlation between the device and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had bleeding into chest with an inr of 3.5. The patient went back to the or for exploration and washout and there was a hematoma in the pump pocket. There have since been no further bleeding episodes.